Event description:
It was reported that during a meniscus repair, the ultra fast-fix t1 and t2 anchors came out from the delivery needle after the depth penetration limiter was pulled. A second ultra fast-fix was used and experienced the same problem. All the ts were successfully removed from the patient. A delay greater than 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported devices were received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture are still on the needle. The variable depth straw has been trimmed. Device two, the t1, t2, and suture were not returned. The variable depth straw was trimmed. A functional evaluation was performed and found that device one deployed and implanted both implants. A functional evaluation for device two could not be performed as the implants had already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.